Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge was observed to be intermittently fluctuating. Additionally, it was reported the pump battery experienced difficulty charging. There was no impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.